Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had concurrent flow issue with a 1l secondary IV bag of ringer's lactate solution (rl). The primary container was also a 1l bag of rl. Upon assessment, the primary container was lowered with one fully extended hanger. The bd clinical practice consultant discussed lowering the primary container with additional hangers for larger secondary containers. However, the nurse stated they does not have time to retrieve/use additional hangers or clamps. The nurse took the red cap of a blunt needle, and pushed the tubing into the cap, effectively stopping flow from the primary container. The issue was observed by bd representatives during their site visit. There was patient involvement but no harm.